Event description:
Patient's parents reported their daughter had to go to the hospital due to high ketones. Mother reported the insulin cartridge, infusion set tubing and cannula were changed on (B)(6) 2013; patient's blood glucose reading was fine. Mother stated (B)(6) 2013 the patient's blood glucose level became very elevated with a reading of 17 mmol/l (306 mg/dl). Mother reported they had not received any alarms; they delivered a correction and 2 hours later the patient's blood glucose reading was still the same. Mother stated they changed the infusion set cannula which looked fine. Mother reported the patient's blood glucose readings continued to rise all afternoon and they continued to make the corrections as advised on the blood glucose monitor. Mother stated that on (B)(6) 2013 the patient's blood glucose level was elevated all day; still no alarms and nothing else was advised. Mother reported that on (B)(6) 2013 they took a ketone test which read 3.8 and the blood glucose reading was 23 mmol/l (414 mg/dl). Mother stated they took her daughter to the hospital with the infusion device on at 11 am at which point the ketone test was reading 5.5. Mother reported the hospital placed the patient on an insulin drip and by 7 pm the hospital let her go as the ketones had finally gone although her blood glucose level remained elevated around 18-19 mmol/l (324-342 mg/dl). Mother stated at 10:30 pm they finally took the patient off of the infusion device and used insulin pens to inject insulin. Mother reported that by morning, the patient's blood glucose level had returned to her target range. Patient's target range was not provided. Mother stated the infusion device is not delivering the background insulin despite being set. Mother reported the screen of the infusion device shows the rate that is being delivered and feel that boluses are working fine. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, regarding the customer's allegation. Result the delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all errors and alerts are triggered correctly by the pump and were confirmed by the customer. All programmed boluses were delivered. All boluses programmed with the dm s/n (B)(4) (B)(6) 2013: according to the pump history, there is no indication that a cartridge/tubing change had been performed on (B)(6) 2013. The pump history showed no rewind and no priming. Nothing unusual was found in the pump history to trigger any alarm. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.